Event description:
A complaint was reported about a battery depleting too quickly. There was no information about the customer's blood glucose level, so no impact was reported. No further details were available, and the customer was waiting for a pump return to allow for further investigation. A replacement pump with a different serial number was expected to be sent.